Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, separated broken on anterior, posterior and radius and red particles in the shell. A visual and microscopic analysis was performed which identified; separated sharp broken on posterior, missing (25-50%), creases flat and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken assessed as an unidentified (tear) opening.

Event description:
Patient reported rupture, "damage" and "anxiety about bia-alcl" on the right side. The device has been explanted.

Event description:
"Damage" and "anxiety about bia-alcl" was reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on right side. Device has been explanted.